Event description:
The customer reported that they are getting a speaker malfunction inop message. Further information received from a philips field service engineer indicated that there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.